Event description:
During the removal surgery of g3 nail, the tip of lag screwdriver was broken. However, the surgeon did not stop the surgery, because the surgeon managed to use. It. The surgery time was not extended, and the patient did not need transfusing.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.